Event description:
On (B)(6) 2013, the reporter contacted animas an alleged that she has been having some low blood glucose (bg) levels, but is a poor historian and cannot recall when and what her bg's were, but stated they were in the 30-40 range. Early this morning her bg was reportedly 49mg/dl. Pt's symptoms during these lows were: shakiness, blurry vision, and loss of concentration. Pt stated she then ate breakfast. Customer technical support (cts) had patient test bg while on call current bg was 110 mg/dl , and patient states she is feeling well. The patient wanted to rule out pump for cause of low bgs. She reportedly corrected for all lows with food/ juice. No medical attention or medication was required. Cts reviewed the pump and found no associated alarms noted, the pump was not suspended, no inadvertent boluses. The basal was delivered as programmed, tdd was appropriate and correct. The patient confirms she was disconnected for all primes, no manipulation of the cartridge cap or supplies while attached. The pt did not give any syringes. The patient denies any weight change and change in health or pump setting. She does report she has recently changed her activity schedule, and the holiday stress and cold weather may be affecting her bg. Cts reviewed with the patient there is no indication of a pump or supply malfunction that is related to low bg. The patient agreed and will monitor bg's closely, keep good records and will follow-up with her health care professional for clinical recommendations for low bg's. She declined further assistance and had no bg issues at the time of the call. This complaint is being reported due to the allegation that a patient on pump therapy experienced hypoglycemia.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Unrelated to the complaint, investigation revealed a discolored display screen. The display was replaced with a test display and the contrast returned to normal.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.